Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir was leaking and that the insulin pump alarmed for no delivery. The blood glucose reading was 488 mg/dl. The customer treated with a manual injection. The customer reported no air bubble in the reservoir but found fluid in the reservoir compartment. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.